Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h10 upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen art surface item # unknown lot # unknown. Lcck femoral sz fr item # unknown lot # unknown. Prc agmt block dist sz f 5mm item # unknown lot # unknown. Offset stem 14mmdx145mm item # unknown lot # unknown. Nexgen precoat stem tibial plate 4 item # unknown lot # unknown. Offset stem 13mmdx145mm item # unknown lot # unknown. Report source: foreign (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01758.

Event description:
It was reported the patient underwent a total knee arthroplasty; subsequently the patient was revised approximately four years later due to the locking screw had disengaged and was floating around the knee capsule.